Event description:
Same case MDR ID # 2134265-2013-02561. It was reported that during a coronary angiography for a deployed stent, the catheter stuck in the stent and damage to the deployed stent occurred. The 0% stenosed target lesion was located in the calcified moderately tortuous distal left circumflex (lcx) artery. An unspecified taxus element stent was deployed. The stent seemed to be well apposed. The coronary angiography was performed for the deployed stent. The late loss in the stent was recognized. The physician pulled back atlantis sr pro² intravascular ultrasound (ivus) catheter from distal of the lcx to the left main trunk (lmt). The lmt was calcified, but it was not treated in this procedure. When the physician attempted to remove the catheter from the patient, the unspecified guidewire and guidewire exit port of the catheter got stuck at distal edge of the stent. To withdraw the catheter, first the transducer was extracted then the guidewire was advanced and the catheter was pushed. Next, the angle of position of the catheter was changed with the rotation, then the catheter was withdrawn successfully. After the removal of the catheter, it was noticed that the guidewire exit port was deformed. The deployed stent was slightly deformed too; the stent was dilated with the unspecified balloon catheter. The procedure was completed with a different device. No further patient complications were reported and the patients¿ status is good.

Event description:
Same case MDR ID # 2134265-2013-02561. It was reported that during a coronary angiography for a deployed stent, the catheter stuck in the stent and damage to the deployed stent occurred. The 0% stenosed target lesion was located in the calcified moderately tortuous distal left circumflex (lcx) artery. An unspecified taxus element stent was deployed. The stent seemed to be well apposed. The coronary angiography was performed for the deployed stent. The late loss in the stent was recognized. The physician pulled back atlantis sr pro² intravascular ultrasound (ivus) catheter from distal of the lcx to the left main trunk (lmt). The lmt was calcified, but it was not treated in this procedure. When the physician attempted to remove the catheter from the patient, the unspecified guidewire and guidewire exit port of the catheter got stuck at distal edge of the stent. To withdraw the catheter, first the transducer was extracted then the guidewire was advanced and the catheter was pushed. Next, the angle of position of the catheter was changed with the rotation, then the catheter was withdrawn successfully. After the removal of the catheter, it was noticed that the guidewire exit port was deformed. The deployed stent was slightly deformed too; the stent was dilated with the unspecified balloon catheter. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed only the sheath assembly of the complaint device was returned. Visual inspection of the returned device revealed the guidewire exit port appeared lifted 0.5mm. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error. Per the dfu, "when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation." " if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously." (B)(4).

Manufacturer narrative:
(B)(4).